Event description:
The customer claims that the product is slipping and leaking fluid when it is time to inject. The needle doesn't lock.

Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The issue can't be confirmed, cardinal health changed the brand from coviden to cardinal health. The customer did not use to the new cardinal health brand. The insulin syringe was not intended using wih microclave clear neutral connector either the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.